Event description:
Reporter alleged the blood glucose monitoring device generated a test result when a test strip was inserted prior to it being dosed with blood. Reporter stated an error code appeared on the screen when inserting the test strip however when reinserting the strip, a reading of "lo" was displayed. Reporter indicated taking meter to the hosp due to not being able to get it to work however no treatment was received. A request was made for the return of the suspect device and replacement product was sent.